Event description:
After chemotherapy IV was attached to the smartsite infusion set and pt was being treated, a slow leak started to occur. It took about 15 seconds for a drop to appear but it was continuous. Nurse had closed clamp also after finding the leak. The leak still kept on going. All connections were tight and everything was done likely any other day.